Event description:
It was reported that the patient developed a methicillin-resistant staphylococcus aureus infection in the wound site. It was noted that the infection was not device related. The patient underwent an explant procedure and the explanted device was not returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient developed a methicillin-resistant staphylococcus aureus infection in the wound site. It was noted that the infection was not device related. The patient underwent an explant procedure and the explanted device was not returned. Additional information was received that the patient was prescribed antibiotics and was doing well postoperatively. All device components were removed.